Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's doctor reported via phone call that the display went blank after the insulin pump was put in the washing machine. Customer's blood glucose value is unknown. It was stated that the customer to dry it and changed the batteries and battery cap, but the device did not turn back on. The insulin pump was out of warranty and could not be replaced. Device was not returned for analysis either.